Event description:
On 08/14/1998, the MFR rec'd three devices with a return goods report that states the following: catheters no calibrated (no depth marks). No further details were provided at this time. On 08/20/1998. The MFR's rep contacted the facility's quality director and was informed that since the product was out of spec, it was decided to treat this incident as a complaint. No further details were provided at this time.